Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele repair due to cystocele, rectocele, enterocele, stress urinary incontinence and pelvic prolapse. The patient experienced vaginal and pelvic pain. It was reported that patient underwent mesh removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06207. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-06207 and medwatch 2210968-2013-32659. The same patient is represented in each medwatch.